Event description:
It was reported patient passed away due to an unknown cause.

Manufacturer narrative:
Date of death is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Medical affairs assessment: this is report of a 63-year-old female who expired 7 days after an uncomplicated scs implant. The patient had significant co-morbidities including oxygen dependent obstructive lung disease. The death is related to the anesthesia and stress of surgery, not related to the device.